Event description:
It was reported that a patient underwent a re-operation due to a stitch abscess on (B)(6)2023 and suture was used. The patient developed a right total knee wound infection with deep stitch abscess. She underwent irrigation, debridement and aspiration on (B)(6) 2023. Then the wound was re-sutured with suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Please describe any medical/surgical intervention required for this suture event including re-operation, medication names, dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: I have stated that I'm a part-time employee and do not get pto. I work as many hours as possible up to 30 plus a week so when I have to have 4 extra surgeries it was all unpaid. I also don't think you realize how low my mental health got as I was ready to die of sepsis rather than having another surgery. I was doing amazing with my weight loss and had loss 40lbs but due to my mental health regained 30lbs of that. I'm just now getting that back down. My surgeon is the chief of the operating room and has been a surgeon for decades. He has never had issues like this until he used your vicryl sutures containing the chemical triclosan. I'm looking for the lot number still. It's also hard to send in used sutures after it took 2 extra surgeries and 8 months and some research after my initial surgery on (B)(6) 2023.